Event description:
A malfunction alarm was reported by a distributor for a pump managed by a customer in sweden. There was no available information about the customer's blood glucose level at the time of the event. The pump, which was under warranty, was replaced by tandem technical support. The customer was informed of the replacement and was given instructions for returning the problematic pump. Backup therapy details were not shared by the customer, and further information regarding the event's outcome was not available.